Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale system had issues; the foot right load cell failed. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.